Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be detrmined.

Event description:
It was reported that patient underwent surgery at th10-s1 for removing implants on (B)(6) 2015. Sales rep was notified that screws(level and quantity unknown) were loosened when he visited the hospital for next day surgery. All implants were removed at the time of removal. No patient complications were reported.